Manufacturer narrative:
(B)(4). The following additional information was obtained: no patient consequence. Use of another device to complete the procedure (surgical delay). Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the (B)(4) device was received with the trigger broken. In addition, the packaging opened was returned along with the instrument. The device was disassembled to evaluate the condition of the internal components and the trigger was found broken, not allowing the clips to fed into the jaws. In addition, 19 clips were found remaining inside the clip track. The damaged on the device could be that the internal ribs were being gauged by the feeder link, causing the trigger to experienced additional force that could interfere with the firing of the device. As part of ethicon¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformances were identified.

Event description:
It was reported that there was a dysfunction of the device during a splenectomy during a quickly control of the bleed. The handle got stuck when arming the first clip. The device was unusable. No patient consequence.